Event description:
While trying to open the cap of a bd vacutainer glass tube with their left hand, the tube broke and cut their left thumb. Tech washed their wound with iodine. Received the prescribed hepatitis globulin shots as per hospital policy.